Event description:
During pt use, 'switched to backup battery' and 'shutdown imminent' alarms occurred when the ac cable was removed. At that time, the backup battery level indicated 47%. The pt was ambu bagged and then switched another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.